Event description:
When attaching a q-syte to the hub of a medcomp hemo-catheter, we noticed that they go on ok, but then we are unable to remove them at a later time. This causes us to potentially need to use other devices to get the cath off, which can crack the plastic of an irreparable catheter.====================== health professional's impression======================we suspect that the two devices are incompatible for a couple of reasons. 1) ergonomically, it is not easy to remove the q-syte from the catheter due to possibly threads appear large on the medcomp catheter (though the manufacturer states it meets iso standards). 2) the dextrose contained in the IV fluids causes stickiness at the connection point. 3) due to the small size of the q-syte, with each manipulation the q-system, the connection to the medcomp catheter is tightened more and more with each access.====================== manufacturer response for IV access, q-syte======================on site visit to collect q-sytes for analysis by engineering.